Manufacturer narrative:
(B)(4). Film evaluation results are: a review of post-implant CT¿s revealed that an endurant stent graft system was implanted in the patient. The bifurcate was positioned just below the renal arteries. The proximal stent graft od measured 27mm, and 15mm lower near the bottom of the neck the stent graft od was ~29mm. The infrarenal neck and proximal aortic body were angulated ~60 deg l-r; relative to the distal aorta. The ipsi limb was extended with an additional limb into the distal portion of the short left common iliac artery, and the contra limb was placed into the distal portion of the right common iliac artery. The max diameter aaa measured 7.3cm, and contrast was seen within the sac at 2 locations. Beginning just below the proximal neck contrast was seen outside the bifurcate along the posterior and lateral-left wall of the proximal sac. This may be a proximal type I endoleak but cannot rule out a possible type ii from 1 or 2 lumbar arteries which appeared to feed the aaa near to where the contrast was seen. Contrast was also observed outside the stent graft within the distal sac. This appeared most likely to be from a distal type I endoleak coming from the ipsi limb extension which appears to have a marginal distal seal within the left common iliac artery. The distal left limb od measured ~15 x 17mm, the iliac artery diameter was ~19mm at that same location, and there was ~2cm length of distal seal within the left common iliac. Both limbs were patent, and no stent graft kinks, compression, or other issues were observed. Distal to the stent graft the access vessels were minimally tortuous with little calcification; the right external iliac diameter ranged from 6 ¿ 7mm, and the left external iliac artery diameter ranged from 7 ¿ 8mm. The exact cause of the endoleaks seen proximally and distally could not be determined from the images provided. The anatomy at implant is unknown, and earlier post-implant films were not available for review and comparison. The cause of the proximal type I is unknown; it is possible that the current neck angulation may have contributed. The possible type ii was due to patient anatomy, and the distal type I was likely due to disease progression; vessel dilatation combined with a short sealing length. The cause of the aptus guide deflection issues and persistent type I endoleak following implant of the other mfg¿s cuff and endoanchors could not be determined. Films during and post-intervention were not available for review.

Event description:
An endurant ii stent graft system was implanted in patient for endovascular treatment of abdominal aortic aneurysm. It was reported that a proximal type I endoleak was discovered when the patient returned for follow-up. A secondary intervention was performed and the physician implanted a 32 mm cuff from another manufacturer; however, the endoleak persisted. The physician then elected to use aptus endoanchors system. During the implantation of the endoanchors, the tip of the guide did not deflect as much as expected. It was noted that the difficulties deflecting the guide were due to the tortuosity of the anatomy. It was also noted that the tip of the guide may have possibly been over deflected while positioning the guide. The guide was removed and a new device was used. The aptus endoanchors were implanted; however, the endoleak persisted. It was stated that the type ia slowed, but it couldn't be determined if it was a type ii due to lumbars filling at same location; or if it was a persistent type ia. The physician believes that there was also a distal type I endoleak from the ipsilateral limb. A limb extension from another manufacturer was implanted into the external iliac artery and the distal type I endoleak resolved. Per the physician, the cause of the events were unknown. No additional clinical sequelae were reported and the patient is being monitored by their physician.